Event description:
On 26-apr-2023 accelus was informed of a complaint on two tihawk 9 implants. It was reported that six weeks post op the patient returned with back pain and no neurological deficit. Imaging showed bilateral flarehawk implants with both shims backed out into the foramen. As a result, a revision surgery was performed on (B)(6) 2023 to remove both implants and two new flarehawk 9 implants were placed without issue. The surgeon stated that it was likely user error due to oversizing, he and his partner oversized the implants relative to the disc space height placing two 13mm, 9 deg implants.